Event description:
It was reported to philips that while running a shift check, the shock button did not deliver a shock when pressed. It took approximately 20 seconds before shocking. There was no reported patient involvement.